Event description:
The celect ivc filter was placed in the patient in 2008 with good positioning of the filter. The filter was placed due to pulmonary emboli. The patient had a CT scan done in 2009 which showed that the struts on the celect ivc had moved with one strut in the aorta, one in the duodenum and two in the retroperitoneum. The patient is scheduled to come back the following month, to have the filter removed. The device was successfully removed twenty seven days later.

Manufacturer narrative:
Investigation still in progress. CT's received in 2009. Corrected data from user facility report.